Event description:
The customer reported that she was hospitalized for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer mentioned that the reservoir is empty, but the reservoir volume shows that there are 49 units remaining. The customer requested a replacement insulin pump. Troubleshooting was declined.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.